Event description:
The customer reported that footboard was difficult to remove. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The latch/lever assembly kit was evaluated and replaced. The system was tested and found to be working as intended and returned to service.